Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed yeast like artifacts in stain. This artifact could lead to false positive grams stains being reported. Stain was not used for patient testing, artifacts found during qc stain. The following information was provided by the initial reporter: ¿customer received the replacement crystal violet 212525_9352487 that has the same globular sediment issue as the original reagent¿.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2020. H.2. Device return to manuf .?: yes. H.6. Investigation: a retention sample of the complaint batch was evaluated along with a control batch. Returns were received on 4/21/2020, but based on confirmation of the retention sample, the return sample was not evaluated. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. If you have further questions, please contact technical services. CAPA#1491251 was initiated.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed yeast like artifacts in stain. This artifact could lead to false positive grams stains being reported. Stain was not used for patient testing, artifacts found during qc stain. The following information was provided by the initial reporter: ¿customer received the replacement crystal violet 212525_9352487 that has the same globular sediment issue as the original reagent¿.